Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2017, this patient presented with a rupture of iatrogenic left renal artery aneurysm which may be caused by liver transplantation, splenectomy and/or bowel resection. Occlusion balloon was used to control bleeding, and a gore® viabahn® endoprosthesis (5 mm x 5 cm) was then implanted in the left renal artery. Intra-procedure digital subtraction angiography (dsa) showed a proximal type I endoleak. Touch up ballooning was performed, and dsa showed no endoleak. The procedure was concluded, and the patient tolerated the procedure. On (B)(6) 2017, the patient developed anemia after the procedure, and it was not relieved after blood transfusion. Computed tomography angiography (cta) showed an endoleak, and blood flow to the aneurysm was observed. On (B)(6) 2017, reintervention was performed. Dsa confirmed a proximal type I endoleak. Micro catheter was inserted from between the proximal end of the endoprosthesis and the arterial wall, and coiling of the aneurysm was performed. Diameter of the artery just proximal to the endoprosthesis measured 5.2 mm in dsa. A gore® viabahn® endoprosthesis (6 mm x 2.5 cm) was additionally implanted proximal to the previously implanted endorposthesis. Intra-procedure dsa showed an endoleak. Touch-up ballooning was performed, and dsa showed no endoleak. The procedure was concluded, and the patient tolerated the procedure. On (B)(6) 2017, anemia was improved and no clinical symptoms were observed. Reportedly, the physician said as follows. The length of the proximal landing zone was 1 cm, and I think the longer landing zone was better for this case. Also, diameter of the artery was enlarged to 5.2 mm after the initial procedure, so the endoprosthesis became undersized device against the artery.